Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had sought medical attention on (B)(6) 2026 due to diabetic ketoacidosis (dka). The patient's blood glucose levels rose to over 400 mg/dl while wearing the pod between 5 and 24 hours with ketones measured at 2.6 mmol/l. Symptoms reported include elevated blood glucose and dizziness. The patient indicated that during the preceding night, the pod has detached from the infusion site (hip/buttocks) due to heavy sweating, causing the cannula to dislodge. The detachment went unnoticed and a bolus was administered while insulin delivery was not effective. The patient was evaluated at (B)(6), where dka was diagnosed and it was confirmed that the cannula was no longer properly inserted. The pod was deactivated and treatment with 6 units of insulin via pen (novorapid) was administered. A new pod was subsequently applied successfully. No hospitalization was required and the medical visit lasted approximately 1.5 hours.